Event description:
Per the patient's health care professional, the lack of efficacy was the sister's opinion and the patient's seizures have been controlled with the vns. No further relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
It was reported that high impedance was seen on the patient's device. The patient's group home reported that the patient appeared to be in pain/uncomfortable that morning. The patient's sister reported that she felt the vns didn't help the patient at all. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.